Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of angina, ischemia, and stenosis are listed in the xience v everolimus eluting coronary stent system instructions for use as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that approximately 53 months after a xience stent was implanted in the mid-left anterior descending (lad) artery, the patient experienced angina, and was suspected to have cardiac ischemia. Angioplasty was performed 7 days later, and the mid-lad stent was found to be restenosed. The patient underwent revascularization with balloon angioplasty and implantation of an additional xience stent. The event was considered to be resolved and the patient was discharged to home the next day. No additional information was provided.